Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a cornea ulcer on the left eye (os) at a 4 day post-operative exam. The patient¿s chief complaint was of blurry vision on the left eye. The patient¿s comments were of rubbing of the left eye the previous night because of foreign body sensation. The patient received antibiotics to treat the ulcer. The surgery center indicated the corneal ulcer may have originated from the foreign body sensation but was not sure. It was also noted there was no infection or inflammation. The post op best corrected visual acuity (bcva) for the right eye was 20/20 and 20/25 for the left eye. The patient was referred to a local specialist. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.25 x -.25 x 0, left eye pre-op 20/20 -3.00 x -.25 x 0.